Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial (d9 and h4) and to provide additional information received through follow up. Additional information received: it was reported that the device was mechanically reprocessed. The user reported that it is possible that the white residue could be contrast agent. However, this is not actually applied directly via the working channel, but via a catheter approved for this purpose. Manual cleaning according to the standard always includes rinsing the air/water nozzle with cleaning agent. The use of simethicone is rather rare in ercp. If it is used, then of course only diluted. Application via the working channel directly or using an application catheter. The reprocessing was carried out in accordance with the olympus instructions by trained personnel for this purpose and in compliance with all specifications. No defects in the reprocessing accessories for pre-cleaning and manual cleaning are known. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of air/water cylinder and air/water tube foreign material could not be determined. Additionally, olympus could not identify the foreign matter/stain or why the foreign material/stain remained in the device. It is likely the light guide-lens stain occurred due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide-lens peeled off and moisture entered lg-lens and corroded. However, the root cause of the light guide lens stain could not be identified. The event can be detected/prevented by following the instructions for use which state: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenvideoscope air/water cylinder, air/water tube and light guide lens had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; grip has a scratch; switch box has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; air/water cylinder has foreign objects; plug unit has a scratch; due to wear of knob wire, forceps lever has a play; due to damage on the pipe protecting forceps elevator wire, forceps lever makes noise when moved; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; air/water tube has foreign objects; image guide protector has a cut; due to annual inspection, parts must be replaced; adhesive around objective lens has wear; inside of light guide lens has stain; and universal cord has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.